Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported "some problems (did not elaborate)" against left device. Healthcare professional reported left side capsular contracture baker grade iii/IV. The device has been explanted and replaced.

Event description:
Patient reported "some problems (did not elaborate)" against left device. Healthcare professional reported left side capsular contracture baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:. Analysis of the returned device identified: creases fold, broken plug strap and yellow particles outer device. Leak test and microscopic analysis was performed which identified: device no leak and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on plug strap assessed as surgical damage. No leak was observed in the device.